Event description:
It was reported a turbo-ject® single lumen power-injectable PICC broke after placement. The device cracked, and three days later "broke." The user stated the clamp appears to have caused the crack in the tubing. The patient required an additional procedure and the details are not known. It was also noted that this has "consequences on the venous capital of the patient"," likely indicating the need to remove a PICC line reduces the number of available venous access points. No other adverse effects were reported.

Manufacturer narrative:
(B)(6). Initial reporter occupation: coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. (B)(6) hospital (france) reported that on (B)(6) 2021, the hub on a upics-5.0-CT-nt-1111 [turbo-ject® single lumen power-injectable PICC, lot 14029680] separated while in a patient. The catheter was placed for nighttime parenteral nutrition and hydration for short bowel movements. The catheter was used two times per 24 hours. The patient required an additional procedure to replace the damaged catheter. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. One turbo-ject® single lumen power-injectable PICC was returned for evaluation in a used and damaged condition. The catheter was returned without the proximal hub, while the distal end of the lumen exhibited jaggedness. Upon releasing the clamp, tubing compression was noted. There was no evidence of cracking or tearing of the tubing at the point of compression. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for final product lot 14029680 and component device lots ic13916152 and ic13942146 found no related nonconformances that could have contributed to the reported failure mode. It should be noted that one other complaint was associated with the final product lot from the same facility for the same patient and failure mode. Cook also reviewed product labeling. Instructions for use (IFU) document t_upicabrmtt_rev1 [cook spectrum turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: intended use: the cook spectrum turbo-ject peripherally inserted central venous catheter (PICC) sets are indicated for short- or long-term use for venous pressure monitoring, blood sampling, administration of drugs and fluids, and for use with power injectors for delivery of contrast in CT studies¿ the maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings: the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use catheters with a power injector, the technician/health care professional must verify: prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, IFU, DHR, and returned device suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was determined that device design contributed to the reported event. A CAPA that was previously opened to address the issue found that the root cause of the failure was related to an inadequate flexural strength in a previous hub design change. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
In additional information received on 13jan2022, it was reported that the indication for device placement was for night time parenteral nutrition and hydration for short bowel movements. The catheter was used two times per 24 hours. Physiological serum was also infused through the catheter. Patient activity level was described as, "active ++." The device failure occurred while not in use, as the patient reports, "hanging" the tip of the PICC line in their sweater/shirt sleeve while (un)dressing. The location of the failure was described to be at the junction between the tubing carrying the clamp and the purple portion that is sewn to the skin. The separation was described as, "partial," as the proximal part of the white tubing was split. It was later noted that the incident was not due to medication, is believed to be due the maintenance/clamp management of the PICC line by the nurses providing home care. An additional event for this patient has been captured in the mfg. Report reference number: 1820334-2022-00046.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was returned to the manufacturer on 25jan2022. During the preliminary investigation, it was discovered that the hub had separated from the extension tubing.

Manufacturer narrative:
Correction - h6 - annex g. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.